Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for MRI. Re-interrogation post-MRI appeared slow and rf could not be used. Noise due to MRI was sensed by the device. No intervention was performed. The patient was stable.